Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 450 mg/dl with diabetic ketoacidosis and the following symptoms associated with a leaking cartridge: symptoms of dehydration, shortness of breath, chest pain, vomiting, confusion, nausea, polyuria, blurred vision, extreme drowsiness, abdominal pain, rapid, deep breathing and large ketones. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with IV fluids. It was reported that there was a leak at the luer lock connection. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a leaking cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.